Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 5 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.